Event description:
Pt was scheduled for cystoscopy but pt's weight exceeded limit for uroview bed. Pt was placed on 3085 table in reverse position. While positioning pt's legs, pt slid off bottom of operating room table and was eased to the floor by staff. Possibility that bottom portion of table tilted down causing pt to slide. Pt sustained various contusions, sprain and soft tissue injuries.